Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 was unable to open and maintenance required. User rebooted station and recovered space but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was unable to open and could not be restored after a station reboot and storage recovery attempt. The field service engineer (fse) identified that the inseparable latch magnet was missing, removed the faulty latch, and replaced it with a new component to restore proper detection. The fse ensured that the drawer status was correctly recognized as closed and validated functionality by performing storage recovery, confirming that the drawer opened and closed properly without further failure. The system functioned as intended after field service engineer repaired the device.